Event description:
The customer obtained a discordant, lower than expected vitros glu patient result for a single patient sample (sample result < 20 mg/dl) while using the vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The affected patient sample was repeated, and the repeat glu patient result was reported (repeat sample result = 134.2 mg/dl). There was no allegation of harm to the patient as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a discordant, lower than expected vitros glu patient result was obtained while using the vitros 5600 analyzer. The instrument was posting multiple metering condition codes during the timeframe of the event. An ocd fe performed service actions and completed relevant adjustments to the sample metering subsystem. Following these service actions, acceptable vitros glu performance was observed. The investigation could not determine a definitive root cause for the event. However, an instrument related issue cannot be ruled out as a contributing factor. There is no evidence that the glu slides malfunctioned.